Manufacturer narrative:
D4: expiration date and h4: manufacture date are not available based on the reported lot number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
During pre-test, a crack near the base of the circuit was found. No patient involved.

Manufacturer narrative:
Device evaluation: we received one device for investigation. Was unable to replicate the reported issue. We were unable to identify the root cause. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1. Please direct those to the following: regulatory.responses@icumed.com.